Event description:
The pt presented with a right popliteal aneurysm. The viabahn was advanced to the target site and the physician attempted to deploy the device; however without success. After pulling very hard on the deployment line, it broke. The device partially deployed. The procedure was converted to remove the viabahn device and implant a surgical bypass graft. The pt tolerated the procedure well.

Manufacturer narrative:
The investigation into this event is currently in process. A review of the mfg records was conducted. The review of the mfg records verified that the lot was processed normally and pre-release specifications were met.